Event description:
No new information.

Manufacturer narrative:
Additional information: h6. The reported event could be confirmed based on the report of the sales rep who was present in the surgery. However, no images or scans were provided. During placement of an oversized unilateral tmj implant in (B)(6) 2025, the surgeon encountered difficulty fitting the fossa component, likely due to soft tissue interference, and trimmed the component intraoperatively. The patient is recovering well, but no postoperative imaging is available. Without imaging, the root cause cannot be determined; possible factors include implant positioning, incomplete removal of ankylotic bone, or atypically thick tragal cartilage. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the surgeon "was having difficulty fitting the fossa component. The fit check guide fit nicely, but he felt the polyethylene was too bulky posteriorly. There was a delay in surgery.